Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that stent damage occurred. On (B)(6) 2014, the patient presented due to recurrent progressive angina and patient was hospitalized on the same day. Coronary angiography was performed and revealed 90% in- stent restenosis (isr) of unspecified stent previously deployed in svg to ramus. The lesion was treated with direct stent placement of a 3.5 mm x 26 mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. In addition, non-target vessel revascularization (non-tvr) was performed on the isr of the previously deployed unknown stents in left circumflex (lcx). The lesion was treated with placement of 2.5 x 24 mm promus premier¿ stent and postdilatation of a 2.75 quantum balloon catheter. Subsequently, a small area of flexing in the distal end of the 2.5 x 24 mm promus premier¿ stent was noted which could not be fully open even after high pressure balloon dilatation (2.75 quantum balloon), however, the distal filling was noted as timi 3 flow. Post procedure, the event was considered as resolved and the patient was discharge on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the in-stent restenosis in svg to ramus was a promus premier stent.